Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and his levels did not go down despite bolusing via the infusion device. The patient was taken to the hospital where he was treated with insulin. While at the hospital he attempted to use the infusion device, but his blood glucose levels only rose. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.